Event description:
Following pump replacement for end of battery life, the pump pocket became infected. Subsequently, the pt developed meningitis and the newly implanted pump was explanted. The pt was placed on oral baclofen with klonopin. The physician was considering options for management of the pt until the pump could be replaced. The device was used to deliver baclofen. Additional info has been requested, a f/u report will be sent if additional info becomes available.